Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer investigation results. Additional information from the olympus sales representative states the patient was under anesthesia at the time the event occurred. The olympus sales representative was presented during the case and plugged in the camera with no image and it was swapped out right away so no delay occurred. The intended procedure was completed with a similar device. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the legal manufacturer reported that the cable breakage may have interfered a stable communication, resulted in no image, according to the investigation. In addition, the legal manufacturer reviewed the shipment record and found no abnormalities. The cable damage may be attributed to user handling. The legal manufacturer confirmed the contents of the reported event were described in the instruction manual. The legal manufacturer reported that descriptions were found on cable breakage in the instruction manual. The legal manufacturer reported that following this could prevent this phenomenon from occurring. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the device history record (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, or variation.

Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the user's complaint, as the camera head was able to be connected properly to the video processor. During evaluation, the rear packing was found deteriorated, the rear cover label fading, and no image was displayed due to faulty cable unit. The device was repaired and returned to the customer. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the 4k autoclavable camera head has a connection issue: d connection with cv chd connection with cv camera head fails to connect to video processor. Upon inspection and testing of the returned device, a faulty cable unit was observed. This report is being submitted for the faulty cable unit found during evaluation. There was no harm or user injury reported due to the event.